Event description:
Same case as MDR ID# 2134265-2012-03386. It was reported that during a cryoplasty procedure, balloon rupture and perforation occurred. The 90% stenosed target lesion with severe ostial stenosis was located in the mid superficial femoral artery (sfa). The physician placed a filterwire distal to the target lesion, advanced a .035-5 x 40mm x 120cm polarcath balloon catheter to the proximal sfa, and inflated. The balloon was then moved to the ostial sfa, and inflated. The balloon was moved again to the common femoral artery and inflated. On the forth inflation treatment, there was a loud popping sound, the patient had severe pain in both groins. Angiography revealed exsanguination from a free flowing perforation of the common femoral artery. The polarcath balloon was removed (leaving the filter basket in place distally) with inner balloon retained within the vessel. The external balloon had split along entire length of both sides, and was no longer attached to the catheter at the proximal end of the catheter, only at the distal end. An 8 x 80mm balloon was placed at low atmospheres to stop the hemorrhaging of the perforation. The patient was sent to the operating room with balloon and filter wire in place, receiving blood transfusions. Surgery was done to remove the inner balloon, and repair the injured left external iliac and common femoral with a non-bsc graft, and left common and superficial endarterectomies. No further patient complications were reported and the patient status is good.

Event description:
Same case as medwatch ID# (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated my manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as medwatch ID# (B)(4).

Manufacturer narrative:
Update: device avail. For eval, device returned to MFR, device evaluated by MFR. Device evaluated by manufacturer: a visual examination identified the inner and outer balloon severely damaged and blood was present. The balloons do not appear to be ruptured based on the observed damages. The inner balloon and outer balloon were found completely torn at the proximal balloon fuse joint, and along the length of the inner and outer balloons. The radiopaque cloth was saturated with dried blood, and was received inside a white small container. Blood was present on the stopcock, vacuum, and exhaust connectors. The outer and inner balloons were found wrinkled. The inner balloon and outer balloon were found completely torn at the proximal balloon fuse joint. The inner balloon was found partially torn from the distal end fuse joint. The outer balloon was found torn lengthwise and lifted towards the distal tip. The thermocouple was partially lifted from the guide wire lumen at approximately .1265" in length. The inlet was partially lifted from the guide wire lumen at approximately .0315" in length. The thickness of the outer balloon and inner balloon were measured for a single wall thickness (double wall thickness was not able to be measure because the balloon was wrinkled). The outer balloon was measured near the damaged location and at three different locations. The outer and inner balloons were measured and met specifications. A download from the inflation unit showed the unit aborted one time with the received catheter during self-test phase, recording an 86--runwindow7 - temp> 3 out of range. Functional testing could not be performed with the returned catheter due to the condition of the received device. There were no missing components from the damaged balloon assembly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause regarding the damage present is operational context as device performance was limited due to anatomical procedural factors. However, it could not be determined whether or not the device caused or contributed to this event. Therefore, the root cause in regards to the perforation and surgery is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).